Event description:
It was reported that after a surgical procedure at the user facility that the device had metal shavings coming out of it. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation: conclusion: the device has been discarded by the manufacturer.